Event description:
According to the reporter, during a cardiac surgery, the suture had been completed when the needle broke. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.